Event description:
A hospital in another country, reported via our distributor that the heater wire plug of an rt127 infant breathing circuit was deformed and could not be connected to the heater wire adaptor. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The returned breathing circuit was visually inspected for damage to the heater wire plug. Results: one of the heater wire pins within the heater wire plug was split at the top. Conclusion: it is likely that a slight split in the heater wire pin was exacerbated during insertion of a heater wire adaptor into the heater wire plug either during production testing or during use by the end user. An improvement was made to the production process to prevent bent or split pins from passing the production test. We were unable to ascertain whether the product in this complaint was manufactured before or after this improvement as no lot information was provided with this complaint. Our monitoring and trending of similar damage to the heater wire pins on infant breathing circuits has a rate of occurrence of 3 ppm worldwide in the last year to the end of 2008.